Event description:
It was reported that the ilet delivered alert 38 indicating consecutive stalled motor during use; the user did not receive occlusion alerts, restarted the pump after the first alert, and subsequently changed all infusion supplies (contact detach, 23", 6 mm), with a successful dry run and rewind to 120 units and a full replacement of supplies without recurrence; the recorded blood glucose was 267 mg/dl. Symptoms included hyperglycemia. Outcomes included no reported health consequences or impact. Investigation included interviews and analysis of information provided by the user. Investigation of this case revealed a mechanical problem was suspected and a mechanical problem was identified during troubleshooting, with no manufacturing deficiency identified. It was concluded, based on previously established findings for similar reports, that the cause was unclear. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.